Manufacturer narrative:
Corrected MDR: a1, b3. Fields h.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by other healthcare professional (hcp) on behalf of consumer stating that there were previous incidents where multiple patients have developed corneal ulcer. The hcp mentioned that the consumer had issue with the left eye lenses and noticed a red spot on the left eye and sought medical attention for a marginal corneal ulcer in the left eye and was prescribed moxifloxacin for ten days and discontinued contact lens wear until the issue resolved. The current status of the consumer¿s eye was resolved at the time of this report. No additional information regarding the event or product is known currently.